Event description:
Allegations of rupture, pain in the breast area, hardness, hives, rashes, swelling, a condition similar to lupus, numbness in the hands, feet, joint pain, fatigue, difficulty sleeping limitations of motion, and strength.